Event description:
An altitude alarm was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge, received tips for preventing altitude alarms from technical support, and confirmed understanding. The pump resumed normal operation.